Event description:
The facility representative contacted baxter product surveillance to report a continu-flo solution set in which the facility representative was unable to prime the set. According to the report, this was discovered during set-up. There was no patient involvement, no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). No deviations were observed in the batch review. If additional relevant information or samples become available, a follow-up report will be submitted.